Event description:
It was reported that the pt experienced a lack of stimulation in his leg. X-ray showed that the lead was dislocated from the spinal cord. A revision was performed in 2009. During the lead revision it was noticed that the titanium plates were out of the silicon sleeve of the titan anchor. When the doctor checked the second lead it was noted that it was also not fixated properly, and that the titanium plates were coming out of the titan anchor after a light pulling. The physician used to simple anchors from the lead package instead, to fixate the 2 leads. No injury was reported.